Event description:
It was reported that the left ventricular (lv) lead had increased and fluctuating threshold over time. The lead was capped. A new lead was attempted but not implanted as a lead with a lower lead body was needed. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator, (B)(6) 2011; 6947 implantable tachy lead, (B)(6) 2006; 5076 implantable pacing lead, (B)(6) 2006. (B)(4).